Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the initial firing with a white reload, the device fired fine, it cut and the staples formed properly. After firing they were able to take the device out of trocar however, when it was handed to tech they could not open it. They attempted to use the manual release; the device still would not open. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.